Event description:
The customer alleged two employees experienced h2o2 contact while troubleshooting the unit. The healthcare worker used an object to push the cassette through then when the cassette fell, he felt the liquid. The first of the two healthcare workers stated that his skin turned white then cleared after six hours. The healthcare worker felt pain at first, but then recovered. He rinsed the areas with water. The healthcare worker did not seek medical attention. No personal protective equipment (ppe) was worn. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact: capital equipment, evaluated at customer site. The field service engineer (fse) serviced the sterrad unit while servicing for injection related cancellations. The system met the manufacturer's requirements. The system was returned to service. Conclusion: per sterrad 100s users guide for cassette handling. Warning. Hydrogen peroxide may be present. Do not remove used cassettes from the cassette collection box. Dispose of the sealed cassette collection box according to local waste regulations. Cassettes with unused hydrogen peroxide are hazardous waste as defined by the us environmental protection agency and should be disposed of accordingly. If it is necessary to handle a used cassette, wear chemical resistant latex, pvc (vinyl), or nitrile gloves. Do not touch gloves to face or eyes. Reference MDR: 2084725-2009-00271.